Event description:
The facility reports the resident was in the sling, which was attached to the lift, and was raised over the bed. When the orderly began to move the lift, the lift frame assembly detached on one side from the lift support assembly. The stud that the lock nut screws onto on side had backed out, allowing the two assemblies to separate. No injuries were reported.